Event description:
It was reported that the patient is experiencing inflation issues with a inflatable penile prosthesis (ipp) device. It is unknown if a revision surgery was performed or is planned. A patient outcome was not reported.